Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. Additional information was received that the patients ipg and paddle lead were explanted. The explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6).